Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Event description:
It was reported that the patient developed right heart failure on (B)(6) 2023. They experienced symptoms of peripheral edema. They were admitted from (B)(6) 2023 to (B)(6)2023.

Manufacturer narrative:
E1: reporter email was not available. This event was determined to be supplemental information to MFR # 2916596-2024-00520. The investigation conclusion will be submitted under there.